Event description:
It was reported that the right atrial (ra) lead was undersensing and not pacing. The ra lead remains in use. It was noted that the patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the ra lead had no sensing and was dislodged. Per physician judgment, the ra lead remains in use and the patient will be monitored.